Event description:
Battery failure - the medtronic stealthstation s8 premium was designed with a non-serviceable battery in the camera. The manufacturer does not include proactive replacement of this battery/camera in their preventative maintenance program. This leads to preventable failures and delays to surgery/patient care.